Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account stated that the architect anti-hcv controls were low. The negative control was 0.03 s/co instead of 0.05 s/co and the positive control was 1.49 s/co, which is half the value it should be. Although the control values were lower than expected, the negative control tested nonreactive and the positive control tested reactive and patient results were reported outside of the laboratory. The following day, the account used a new kit with acceptable and usual control values. The account reran the patient specimens from the previous day to ensure all the values were the same. One of the specimens that was reported as architect anti-hcv negative tested architect anti-hcv grayzone. A negative architect anti-hcv patient result was reported outside of the laboratory. The specimen repeated architect anti-hcv grayzone. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. Customer service and support discussed the account's observation and through troubleshooting, it was discovered that the architect anti-hcv reagent kit only had 5 tests remaining. The account stated the architect anti-hcv reagent kit was most likely contaminated. A new architect anti-hcv reagent kit was opened and tested with acceptable results for resolution. This is a final report.